Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail was detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rails which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported.

Event description:
Arjo was notified about the detachment of a side rail from a citadel plus bed frame. Damage was noted during the pick up, there was no customer allegation. There was no indication of patient involvement. No injury was reported. Screws holding the plastic panel to the metal plate were ripped off. Photographic evidence provided confirmed damage.